Event description:
It was reported that during set up for a rotator cuff repair/ right shoulder arthroscopy, the wired foot pedal was sticking. There was a smith and nephew back up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a heavily rusted base and chassis. A functional evaluation was performed on the returned device and found both pedals lack spring motion due to being rusted internally on the spring. Plugging in the device causes it to just activate ablate immediately due to the pedal being pressed down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences, and extended contact with saline or cleaning chemical solutions over time. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.